Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0846 inches. No device problem found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump failed high pressure test. The customer¿s blood glucose value was 480 mg/dl at the time of incident. The current blood glucose level is 322 mg/dl and 222 mg/dl. The customer also stated that insulin pump passed displacement test. The customer was reported that the insulin pump had under delivery. The customer was treated with insulin pump and manual injections. The customer was using the insulin pump when high blood glucose level was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.